Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum. On (B)(6) 2024, the child went to our hospital to complete the mycoplasma culture examination, and the result suggested that ¿mycoplasma culture was positive¿. On (B)(6), for further treatment, the parents brought the child to the hospital for chest x-ray examination, and the chest x-ray suggested that ¿both lungs were infected (no specific report was available)¿. The chest x-ray indicated ¿bilateral lung infection (no specific report)¿. After completing the blood test at the outpatient clinic of the hospital, the parents asked for an infusion of fluids, and the patient was admitted to the outpatient clinic with ¿pneumonia¿. When the pediatric nurse performed an indwelling needle puncture on the patient, the needle was successfully punctured, and when the needle core was withdrawn, blood leaked from the end of the needle, causing the puncture to fail, and the patient returned to normal after the needle was reset immediately after the puncture failure was discovered. Afterwards, he apologized to the patient and his family, and reported the situation to the department of equipment and information. The patient was relatively young, and the puncture failure increased the patient's discomfort, was prone to infection, and posed a risk of occupational exposure for the operator.

Manufacturer narrative:
1. The customer returned 1 photo but did not return the defective sample. The photo shows blood oozing from the end of the septum. 2. DHR/bhr review lot#4052016 1-the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum. 3. As the plant received similar complaints from other hospitals about this batch of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process. The returned photo shows blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional informaiton provided.